Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the image was flashing on the displays and hub even with the ccu swapped out. Due to this there was a delay and had to go from lap to open, with more incisions.

Manufacturer narrative:
It was reported that the image was flashing on the displays and hub even with the ccu swapped out. This issue was addressed by replacing issue was resolved by replacing dvi extender transmitter. The product reported on this case was for a finished good item, 1678004000 but the affected failure was for component item p43032, single fiber hdmi 2.0 transmitter, pathway. The failed product was returned to stryker communications. The returned product with serial number (B)(6) tested at the area test fixture and confirmed the failure of no signal and the led is in steady amber. The product with serial number is (B)(6) is out of warranty but will be returned to vendor for failure analysis.

Event description:
It was reported that the image was flashing on the displays and hub even with the ccu swapped out. Due to this there was a delay and had to go from lap to open, with more incisions.